Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt was implanted with plate and screws (B)(6) 2012. On an unk date, it was discovered the pt had a non-union and three broken screws. On (B)(6) 2012, pt was returned to operating room for hardware removal. Pt was revised a second time to plate and screws. No further information is available. This is 4 of 4 reports for this event.